Manufacturer narrative:
The device was not returned for evaluation and there is no evidence to suggest there was a device malfunction. A review of manufacturing records confirmed the device met specifications prior to shipment.

Event description:
Access to the laa was uneventful; however, it was difficult to advance the lariat towards the base of the laa to capture the entire laa. Multiple attempts were required. An effusion developed and the patient became required hemodynamically unstable. The surgeon was consulted and it was decided that the patient be brought to the or to resolve the bleeding. The surgeon informed us the patient stabilized and that the entire laa was encapsulated by adhesions, which caused the bleeding.